Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the prolieve system displayed a "low water" error message. The physician attempted to manually fill the heater exchange cartridge and the system again displayed a "low water" error message. The cartridge was replaced; however, the problem persisted. The procedure was rescheduled due to this event. There were no patient complications and the patient condition was reported as "fine". Note: this is the second event of two. Refer to bsc MDR 3005099803-2008-6321 for details of the first of event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record for the prolieve thermodilatation kit lot # 606045 was performed; no anomalies were noted.